Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported, however the patient was advised to have pd catheter repositioning due to poor inflow and outflow. The peritonitis was manifested by abdominal pain, cloudy effluent, and a fever. The patient was hospitalized for the event and treated with vancomycin and amikacin (doses, frequencies and routes were not reported). It was unknown if the patient recovered from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, dianeal therapy was withdrawn. Should additional relevant information become available, a supplemental report will be submitted.